Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was off by one day. The contact did not know how long the date had been incorrect. No reported impact to blood glucose. Reportedly, the contact corrected the date.